Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that system was unbale to switching on. Review of the logfile shows application error: enmv_at_startup_high. Upon troubleshooting, the philips field service engineer (fse) went onsite, checked the cables and connections of the geo pc, cy junction, and sib, and also conducted a loopback test. The fse found issue to be related to the safety line check cable and further diagnostics confirms the problem with the sib to cy box cable. To resolve the issue fse reseated and cleaned the connection. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system would not turn on. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.